Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box showed there was no data in the black box for the event date due to continued use. No evidence of a power issue was found in the available data. During a visual inspection of the pump, the battery compartment was observed to be cracked along the side of the pump. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was no power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.